Event description:
The physician was using an admiral xtreme otw balloon to treat a cephalic vein in left in the arm brachial av fistula that was reported to be highly calcified with 75% restenosis. No abnormalities noted during preparation and inspection of the admiral device prior to use. No difficulty noted when loading the device onto guidewire. No resistance noted between the balloon and other devices during delivery of the device to lesion. During the procedure, the balloon ruptured at 16atm after inflation for 1 minute in the critical stenosis lesion. The admiral xtreme rupture was suspected to tear horizontally and got stuck at the edge of the 7f introducer sheath during withdrawal of the balloon from the vessel. Surgery was required to remove the device. The patient was sent to operation room to open the vessel and explant out the admiral balloon with the introducer sheath. It was reported that there was no direct injury from the admiral xtreme burst event. No further intervention required to treat the lesion. Patient status is stable after discharge from hospital. Still photograph review: two (2) photographs of the device were returned for review. The review of the photographs provided confirmed that the balloon has a radial burst and upon removing it from the body it was stuck at the introducer sheath tip.

Manufacturer narrative:
Evaluation, methods: still photograph review; results: patient¿s condition affected effectiveness of device - highly calcified with 75% restenosis; deformation problem; no results available since no evaluation performed - device not returned to manufacturing facility; no device returned. Conclusion: unable to confirm complaint - device not returned to manufacturing facility; device failure/lack of effectiveness related to patient condition - highly calcified with 75% restenosis. (B)(4).

Manufacturer narrative:
Methods: other-digital image review.

Event description:
Digital image review: the images provided confirm the balloon has been inflated in a very tight and challenging lesion in terms of shape and stenosis.